Event description:
A report was received that while the pt was undergoing a lead revision due to x-ray confirmed lead migration, the lead was experiencing low impedances. The physician explanted the lead, and it was noticed that the physician had nicked it. A new lead was implanted and the pt is reportedly doing well.

Manufacturer narrative:
The lead was not returned to bsn for further analysis as it was discarded at the hospital. A review of the mfg documentation of the explanted device found that no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.